Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) verified the customer-reported issue involving the auxiliary half-height hands-on drawer 1.2, which contained multiple cubies that were not detected on the bus. Additionally, the auxiliary full-height enhanced drawer 4 would not open. The fse found that the slide rail and open/close sensor on auxiliary drawer 4 were damaged. The slide rail and open/close sensor were replaced. During further inspection, two faulty cubies were identified in auxiliary half-height drawer 1.2, along with debris on the cubie contacts. After corrective actions were completed, the customer was able to successfully recover the drawers. The fse logged into the hardware test application and performed refined testing on the auxiliary half-height enhanced drawer 1.2 and the auxiliary full-height drawer 4. Final testing passed successfully with no further failures observed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was not detected on bus the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.